Event description:
When the patient went into cardiac arrest, the paramedics applied gel to the defib paddles, did a quick look, charged the defib to 200j and attempted to discharge (pci showed green). The defib did not discharge. They set the defib to 300j and it still would not discharge. They attached the 3-lead patient cable, set the defib for 200j and it would not discharge, then they set it to 300j and it still would not discharge. They intubated the patient, gave him drugs, and called for a backup truck with a defib. The backup arrived a few minutes later and they successfully defibrilated the patient using the other m2475b. The user stated that the pci showed green for all attempts. The patient expired later that night (9/30/98) or early the next morning (10/1/98) at the hospital.